Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: the battery compartment was cracked. Unrelated to the original complaint the keypad cover was torn at down button. All keypad buttons responded intermittently. The keypad cover was removed and contamination was found under all button contacts. The bolus button cover was also torn but responded appropriately. Also unrelated to the original complaint, the display was dim, faded, and discolored. Also unrelated to the complaint, the battery cap was damaged and stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.